Manufacturer narrative:
This report is submitted on july 12, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia in order to push the magnet back into place (specific date not reported). The implanted device remains.